Event description:
The customer contact reported a tubing ruptured while in use with a power injector; subsequently blood back up was noted. A pt was undergoing a CT scan with an unspecified contrast media. After an unspecified length of time in use during the procedure, the tubing split at an unspecified location. An unspecified amount of contrast media leaked and blood backed up into the line. The tubing was clamped. The tubing set was replaced and the procedure resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.